Event description:
The customer reported via phone call experiencing low blood glucose levels that required medical intervention by emergency medical technicians. He attributed the low blood glucose to having undergone some recent stress. He also reported that the insulin pump was not properly recording information when he changed the reservoir. He became very unresponsive during the low blood glucose event leading up to the medical intervention. He experienced issues with explaining what the issue was and seemed to think that the reservoir started line in the status screen was stuck on june 8. He became frustrated and disconnected the call. He did not provide the blood glucose reading despite several inquiries. He was advised to drink juice, which he said he did. Emergency medical technicians arrived and the customer was advised that a follow-up call would be made later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.